Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the phenomenon occurred due to the metal part of the treatment tool or cleaning brush interfering with the forceps plug mouthpiece when inserting or removing the treatment tool or cleaning brush during handling by the user. The event can be detected/prevented by following the instructions for use described in bf-170 series operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, the customer's allegation (leakage) was confirmed and found to be caused by a cut on the bending section cover. Additional findings include the following: the adhesive on the bending section cover had a chip; the bending section cover had a scratch; the connecting tube had a scratch; the bending angle in the up/down direction did not meet the standard value due to wear of the angle wire; the bending tube was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported that during reprocessing a technician found a leakage from the bending section cover of the bronchovideoscope. No patient harm was reported. The device was returned to olympus for evaluation. During inspection and testing, it was observed that the forceps channel port was shaved. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.